Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer always had high blood glucose. The caller stated that the customer's health care provider decided to keep the customer off the insulin pump. The caller also stated that the customer passed away on (B)(6) 2016, in a hospital. The customer was hospitalized on (B)(6) 2016 because she fell and hit her head. The caller stated that the cause of death was respiratory failure, cardiogenic, cardiac arrest, and pulmonary embolism. The caller stated that for the last six months the customer was at stage three kidney failure. The caller was unsure and guessed that the customer's blood glucose, at the time of death, was 400 mg/dl. The caller stated that the customer was not wearing the insulin pump at the time of death; the customer had been off the insulin pump for four months prior to passing because the insurance stopped covering the supplies. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.